Manufacturer narrative:
Updated: h3 (device evaluated by manufacturer), h6 (type of investigation). The fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, both balloon and windings were intact. However, balloon could not be inflated and back pressure was observed from balloon inflation lumen. Unknown clear material was found at approximately 3 centimeters from distal tip into the balloon inflation lumen. Infrared radiation spectrum of unknown material showed similar absorption characteristics when comparing to 2-hydroxyhexanedial, 25 wt. % solution like material. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency were observed from catheter body. Customer report of balloon issue was not able to be confirmed during evaluation. Per instructions for use, "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded".

Manufacturer narrative:
Based on further engineering investigation performed at the manufacturing site, it was reviewed that as part of the catheter manufacturing process the units go through a balloon integrity inspection. As per product evaluation the customer reported issue was not able to be confirmed, however unknown material was found inside the inflation lumen. Based on the chemistry results of the unknown material it could be verified that this substance was not identified to be used in the catheter manufacturing process. The occlusion was found after the product evaluation, which may be related to the use of contrast medium when inflating the balloon. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
As reported, during use in patient with this fogarty embolectomy catheter, the balloon was unable to be deflated. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product has been received in our product evaluation laboratory for a full evaluation; however, the product evaluation is ongoing. Once the product investigation is completed a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device received, product evaluation is ongoing.